Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit passed the displacement test. Unit received with cracked battery tube threads, fading serial number label, cracked retainer, and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for physical damage on retainer compartment area. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1712k and the product was returned for analysis.